Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. Initial reporter (email): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: the device related to the reported event of seroma-late was received on june 16, 2022, with lot number 2440908. Analysis of the returned device identified the weight the device within specification and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Reason for reoperation: seroma- late.

Event description:
Healthcare professional reported right side device related normal "small quantity of peri-implant liquid". Device has been explanted.